Event description:
The customer reported that discordant results were obtained on an immulite 2000 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate system and recovered different. The samples were also repeated after a siemens customer service engineer (cse) performed maintenance on the instrument. The correct results were reported to the physician(s). The customer decline to provide patient data. Subsequently, the customer specified that human chorionic gonadotropin (hcg) results were recovering half of the expected value. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that different results were obtained between the immulite 2000 instrument and an alternate instrument. The customer also reported dilution well issues. The customer declined to provide patient data and only later specified that human chorionic gonadotropin (hcg) results were impacted by this event. A siemens customer service engineer was dispatched to the customer's site. During this visit, the cse noticed a noisy dilution wheel spin and inspected the instrument. The cse determined that the reagent probe dispense angle was not as expected and the reagent probe blind hole was bottoming out. The cse subsequently replaced the reagent probe, calibrated the dilution well, configured the dilution well bottom, verified and configured all probes' alignments, and ran a precision study, which recovered well. The cause of the discordant results is unknown. The instrument is performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2022-00018 on 26-may-2022. Additional information (01-jul-2022): siemens further investigated the issue and determined that the potential cause of the event was due to the misalignment of the probes and calibration being needed. The issue was resolved with realignment and calibration as part of normal routine instrument troubleshooting. The instrument is performing within specifications. No further evaluation of this device is required.